Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of keypad replacement was due to the keypad. No power to keypad; front case with keypad replaced. Based on the findings, service determined that the proximate cause of the customer reported issue was due to electrical failure of the keypad. Device history review: a review of the device history record for sn (B)(4) was performed from date of manufacture 06/29/2019 to the present date (B)(6) 2020 and confirmed that this device was previously returned for servicing 1 time. Device had similar service repair history and there were no production failures indicated on the source device.

Event description:
It was reported that there was a keypad replacement. There was no patient involvement.